Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, maryland bipolar forceps x 2, and fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had severe cirrhosis, and despite this comorbidity and significant risk factor for any liver related procedure, underwent a hepatic resection. Post operatively, they did not tolerate the resection and eventually died from their underlying liver condition. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of event, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that the patient underwent a hybrid da vinci-assisted liver wedge resection procedure and expired postoperatively from rapid liver failure. The wedge resection ¿liver detachment¿ was performed robotically. Due to extensive abdominal adhesions, the remainder of the procedure was performed using an open approach. The resection was completed without any intraoperative complications. The patient had a history of cirrhosis, hyperglycemia, and hepatocellular carcinoma. The surgeon believed that due to the patient's severe cirrhosis, the liver function was unable to withstand surgery resulting in rapid liver failure. . The surgeon reported that the patient¿s postoperative course was not attributable to the use of the da vinci robotic system, as the procedure was converted to open surgery early, prior to the complete liver resection, and if the surgery could have been completed entirely under pneumoperitoneum using the robotic system, blood loss might have been less than 500 ml, potentially reducing the risk of postoperative liver failure. The patient¿s baseline liver function was insufficient to tolerate the surgery, which ultimately led to death.